Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement , (B)(6), hospital, (B)(6) 2017. Whilst trying to insert the superior screw during a reverse shoulder, the surgeon broke the teeth on two different screwdrivers. He put that down to the fact it was a difficult angle and it was drilling through a graft into native bone. No ae to patient. No delay to procedure. Initial: e, aged (B)(6) years.